Event description:
Pt used hy-tape adhesive tape to hold in place a slipping tissue expander on her right breast. Pt experienced difficulty breathing and blistering on the skin. When tape was removed the skin was oozing and blistering. It was a latex allergy. Hy-tape was not required to have latex warnings until 9/1998. This tape was dated for 8/99 and there is a one year expiration date on all tape. Therefore this tape left the warehouse in 8/98 before it was required to have that warning.